Manufacturer narrative:
The correct date of this report and date received by manufacturer is 9/25/2019.

Manufacturer narrative:
Device evaluation: g4, g7, h2, h3, h6 and h10 result of investigation: according to the investigation, the user was not aware of the feature of the device plv (pressure-limited method of ventilation). Whenever plv is active, bellavista is displaying a corresponding warning message. Therefore, the the root cause is determined to be user fault. Lack of understanding the plv feature. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Technical support performed the o2 calibration on the unit and the advanced verification testing has been completed. The device passed all testing and performance specifications, and can be returned to service. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported that bellavista 1000 experienced a pressure and volume problem during patient use. It was reported that the pressure limited ventilation alarm has been triggered and the volumes are dropping. The information regarding patient harm has not been provided.